Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As stated in the voluntary event report received 10 june 2016: "the 0.018 micro wire became dislodged in left profunda artery during vessel access. Wire successfully retrieved intact. Accidentally discarded after case end. Per surgeon: left common femoral artery cannulated using a micropuncture needle and a modified seldinger technique. On gaining access, it was noticed that the micropuncture wire tip got sheared off and landed in the profunda femoris on the left side. We pulled the needle out of the left access and held compression. To retrieve the wire we got access on the right common femoral artery and went with a 6 french sheath up and over. The sheared tip of the wire is lodged in one of the small branches of the profunda femoris. Used a gooseneck snare and advanced it into the branches of the profunda femoris and retrieved the tip of the wire safely out of the body. Occurred during a diagnostic peripheral angiography."

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
As stated in the mw 5062216 voluntary event report received 10 june 2016: "the 0.018 micro wire became dislodged in left profunda artery during vessel access. Wire successfully retrieved intact. Accidentally discarded after case end. Per surgeon: left common femoral artery cannulated using a micropuncture needle and a modified seldinger technique. On gaining access, it was noticed that the micropuncture wire tip got sheared off and landed in the profunda femoris on the left side. We pulled the needle out of the left access and held compression. To retrieve the wire we got access on the right common femoral artery and went with a 6 french sheath up and over. The sheared tip of the wire is lodged in one of the small branches of the profunda femoris. Used a gooseneck snare and advanced it into the branches of the profunda femoris and retrieved the tip of the wire safely out of the body. Occurred during a diagnostic peripheral angiography."